Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. It was reported that during use, for cs300 intra aortic balloon pump (iabp) customer requested assistance with a leak in iab circuit alarm. There was patient involvement however, no adverse event reported. Both customers called in about the same patient as the same time. Customer was the primary bedside nurse. Customer stated there had been multiple leak in iab circuit alarms throughout her shift. Customer stated she had changed the pump, but the alarm continued to occur. When asked, customer stated she had verified the connections were tight. Esp had customer perform proper troubleshooting: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at the time. Customer stated she had tried the iab fill key several times, but the alarm had continued to go off throughout her shift. Esp explained if the alarm was to go off several times in an hour with the proper troubleshooting, to call me back so we could troubleshoot it further. Customer asked what esp would suggest if that occurred. Esp explained she could decrease the augmentation control by 2 indicators. Customer also asked what would need to be done if the alarm still occurred after the augmentation was decreased. Esp explained then the physician would need to make the decision to potentially replace the balloon. Esp also explained that since this was a new and repetitive issue, customer needed to make sure to check the helium tubing for blood very carefully. Esp explained it could be small specks of black, brown, or red that would indicate a balloon leak. Customer stated there was no discoloration. Esp collected product surveillance information. Esp provided customer my direct number if she had any questions. Customer was appreciative of the assistance. Esp did not receive any calls from customer throughout the rest of my shift. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6) hospital.

Event description:
It was reported that during use, for cs300 intra aortic balloon pump (iabp) customer requested assistance with a leak in iab circuit alarm. There was patient involvement however, no adverse event reported. Both customers called in about the same patient as the same time. Customer was the primary bedside nurse. Customer stated there had been multiple leak in iab circuit alarms throughout her shift. Customer stated she had changed the pump, but the alarm continued to occur. When asked, customer stated she had verified the connections were tight. Esp had customer perform proper troubleshooting: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at the time. Customer stated she had tried the iab fill key several times, but the alarm had continued to go off throughout her shift. Esp explained if the alarm was to go off several times in an hour with the proper troubleshooting, to call me back so we could troubleshoot it further. Customer asked what esp would suggest if that occurred. Esp explained she could decrease the augmentation control by 2 indicators. Customer also asked what would need to be done if the alarm still occurred after the augmentation was decreased. Esp explained then the physician would need to make the decision to potentially replace the balloon. Esp also explained that since this was a new and repetitive issue, customer needed to make sure to check the helium tubing for blood very carefully. Esp explained it could be small specks of black, brown, or red that would indicate a balloon leak. Customer stated there was no discoloration. Esp collected product surveillance information. Esp provided customer my direct number if she had any questions. Customer was appreciative of the assistance. Esp did not receive any calls from customer throughout the rest of my shift. No repair information available. In future if we receive any repair information will reopen and update the investigation.